Manufacturer narrative:
Report confirmed. Evaluation determined that there was a detached component. The likely cause was identified as damaged finger control. It was also noted that that the device has low power, the poppet valve was sticking, there was excessive oil in the exhaust hose, and the oil diffuser housing was damaged. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information provided that the oil diffuser housing was damaged. On follow-up, it was reported that there were no parts found inside the patient's body when checked during a postoperative x-ray. It was also reported that they prepare an alternative drill during the 15-minute delay and the patient has a prolonged exposure to anesthesia. Additional information received that another reason for return was air leak and abnormal noise.

Manufacturer narrative:
Report inconclusive. The device has been returned and is still pending their evaluation results. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a hernia removal, it was noted that the finger control can't be moved from its flat state. It was reported that there was a missing part between the finger control and the hand piece. It was reported that there was a 15-minute procedure delay and a backup device was used to complete the procedure. It was also reported that they were unsure if this missing part was dropped/damaged or remained in the patient's body.